Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. Visual inspection did not observe a bent shaft. Further inspection was done and the instrument shaft was inserted into an in-house 5 mm cannula with ease and no excessive or extra force was required to insert the instrument into the cannula. Failure analysis investigation did, however, find the following damage: the insulation of the main tube was damaged with scratches and a missing piece that is approximately 0.078 x 0.0425 in size. The damage is located on one side of the main tube and is slightly above the snake wrist of the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the shaft of the thoracic grasper instrument was identified as being bent. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.